Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to spurring on the femur, fibrosis within the capsule, mild wear on the femoral head, and no evidence of ingrowth on the cup. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation alleges patient had pain after asr hip implant.

Event description:
Update: litigation papers received alleging that the patient suffers from loosening and partial disability.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.